Manufacturer narrative:
Although expected, the device at issue in this complaint has not yet been received for eval; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant info received, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation on october 08, 2009 that a stone retrieval grasping forcep was used for a ureterorenoscopy (urs) procedure performed on (B)(6), 2009. According to the complainant, the "inner sheath blocked and when you push further, it comes out at the handle." A second stone retrieval grasping forcep was utilized. Please reference attached medwatch report number 3005099803-2009-05078 which documents the second device. The procedure was successfully completed using another stone retrieval grasping forcep. There was no pt complications reported as a result of this event. Several attempts have been made to obtain add'l pt and event info. However, no further event details have been made available to boston scientific to date.